Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sheath or photographs or any relevant imaging of the procedure was not returned to edwards for evaluation; therefore, the complaint could not be confirmed. Functional testing and dimensional analysis was unable to be performed. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment and/or fine adjustment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Procedural factors can also result in difficulty with valve alignment. Potential issues include: residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment, improper wetting/flushing of the delivery system, increasing resistance during valve alignment improper crimping of the valve onto the balloon and the valve may not be crimped to the appropriate size or may have been damaged during the crimping process. Factors known to cause difficulty crossing the native annulus include heavy calcification, wire bias into the commissure, a horizontal aorta, a tortuous thoracic aorta, a kinked flex catheter, and inadequate bav. No patient information or imagery on the degree of calcification and tortuosity in the annulus were provided. However, per the complaint description, ¿due to the impossibility to cross the native valve with the ds, it was decided to perform a valvuloplasty,¿ which suggests heavy calcification was likely present. In addition, the complaint description notes there was ¿severe tortuosity of the descending aorta¿ and that ¿the implant doctor switched to a backup maier wire,¿ suggesting there was heavy tortuosity present. If there was a tortuous thoracic aorta, this could also contribute to the crossing difficulty. As reported, ¿there were some problems loading the valve on the balloon due to severe tortuosity of the descending aorta.¿ if valve alignment was performed in a non-straight section, the valve can dive into the flex tip lumen and create resistance during valve alignment. The valve would no longer be coaxial with the delivery system and additional force would need to be applied to reach the distal marker. As the valve is dragged over the balloon, the balloon material can become weakened and become more prone to bursting. In addition, the complaint description also notes ¿due to the resistance created whilst crossing the native valve, the crimped valve was not parallel anymore on the system. With high force, it was managed to cross the native valve.¿ this again supports the likelihood that there was excessive force applied against the non-coaxial valve, which could have resulted in the weakening of the balloon and eventual burst. Although no information was provided on the degree of calcification of the aorta, calcification is also a known contributing factor of balloon bursts, as it can puncture the balloon. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edward¿s technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaints for ¿delivery system ¿ difficulty with valve alignment,¿ ¿delivery system ¿ difficulty crossing native annulus,¿ and ¿balloon ¿ burst¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. In this case, available information suggests that patient and/or procedural factors contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the respective trend categories did not exceed the september 2017 control limits. As a result, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon burst during inflation. Blood was noted in the syringe. The valve and the delivery system were removed from the bifurcation of the iliac/femoral artery. The valve was not completely deployed as there was balloon material covering the valve. The patient was converted to an open procedure and the sapien 3 valve was removed (repositioned) back over the ascending aorta. A surgical valve was implanted. The patient was in stable condition. As reported, difficulty with valve alignment with the balloon due to severe tortuosity of the descending aorta. It was not possible to align the valve between the markers (-2mm space to the distal one) and difficulty occurred when crossing the native valve, a decision was made to switch to a stiffer wire. The access of the valve was done on the right side; due to the impossibility to cross the native valve with the delivery system, it was decided to perform a balloon valvuloplasty (bav), which was successful. The access for bav was on the left side. Another attempt was made to cross the native valve with the delivery system after performing the bav. Due to the resistance created while crossing the native valve, the crimped valve was not parallel on the system. Force was needed but the valve was able to cross the native annulus. During the inflation, the balloon moved towards the ventricle, and the valve moved to the aortic side and was stopped by the pusher.

Manufacturer narrative:
A supplemental MDR is being submitted for a correction of codes: delivery system ¿ withdrawal difficulty through sheath and delivery system ¿ leakage as per presentation presented at 2018 euro pcr, ¿when savr rescues tavr¿. The evaluation was updated to reflect these additions from the presentation. The sheath or photographs or any relevant imaging of the procedure was not returned to edwards for evaluation; therefore, the complaint could not be confirmed. Functional testing and dimensional analysis was unable to be performed. However, images of the procedure provided and reviewed. Following are the observations: the patient had significant tortuosity, valve is not aligned to distal marker band, calcification observed on annulus, valve pulled back from the annulus and partially expanded, and delivery system cut to retrieve the valve. The working length of the balloon component can critically impact the final location of valve alignment. To ensure parts conform to the specification, supplier is required to provide certificate of compliance along with test data for each lot shipment. Each component shipment must pass incoming receiving inspection in order to be released for production usage. In addition, during balloon manufacturing, the balloon was 100% inspected. During manufacturing the crimp balloon component undergoes 100% inspection for the following: balloon double wall thickness, defects and cosmetic appearance under minimum 8x magnification. During manufacturing of the delivery system, the balloon is 100% inspected for balloon size before and after the pleating and folding process. After the pleating and folding process the balloons are visually inspected for fold lines and distorted/pinched folds. The delivery system is visually inspected to verify flex function of the delivery system. During final inspection the devices undergoes 100% inspection by manufacturing and quality for the following: inspect find adjust function, collet/shaft clearance, and collet engagement. The delivery system from distal to proximal is visually inspected for damage (kinks, cuts) and distorted/pinched folds on inflation balloon and crimp balloon. During product verification (pv) testing, the devices are tested to ensure device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional test on a sampling basis. Fine adjustment verification is performed. The delivery system is fully articulated during flex and balloon fatigue and burst pressure is testing. The burst pressure is tested. The locknut/collet engagement force test is performed. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record review was performed and did not reveal any manufacturing issues that could have contributed to the events. Review of lot history revealed no similar complaints for ¿delivery system ¿ difficulty with valve alignment,¿ ¿delivery system ¿ leakage,¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath.¿ there was one other complaint for ¿delivery system ¿ difficulty crossing native annulus.¿ there was no allegation or indication a device malfunction contributed to the event. No corrective or preventative action were required. The complaints for delivery system ¿ leakage and delivery system ¿ withdrawal difficulty ¿ valve, through sheath were confirmed based on the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, ¿there were some problems loading the valve on the balloon due to severe tortuosity of the descending aorta.¿ if valve alignment was performed in a non-straight section, the valve can dive into the flex tip lumen and create resistance during valve alignment. The valve would no longer be coaxial with the delivery system and additional force would need to be applied to reach the distal marker. As the valve is dragged over the balloon, the balloon material can become weakened and damaged. In addition, the complaint description also notes ¿due to the resistance created whilst crossing the native valve, the crimped valve was not parallel anymore on the system. With high force, it was managed to cross the native valve.¿ this again supports the likelihood that there was excessive force applied against the non-coaxial valve, which could have resulted in the weakening and damage of the balloon. The image revealed that calcification was present on the annulus, which may have also punctured the balloon as force was applied to cross the annulus. If the balloon was damaged, it could lead to leakage that would prevent the valve from inflating. Per review of images, the figures revealed withdrawal difficulties occurred. The valve was pulled back from the annulus and was partially expanded. Per the procedural training manual instructions, the valve can only be retrieved before deployment and a partially expanded valve may not fit inside the sheath. In addition, the image reveals that the delivery system needed to be cut in order to retrieve the valve. In this case, available information suggests that patient and/or procedural factors contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the respective trend categories did not exceed the september 2017 control limits. As a result, no corrective or preventive actions are required.